Event description:
It was reported by the hospital that the needle tip burned off end of bovie. A carotid, subclavian stenosis with steel was being performed. The electrosurgical unit's settings were 125 cut/30 coag.